Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an astral device that had an unresponsive touch screen and will not power off. A resmed astral technical support representative went through the troubleshooting steps with the customer and requested that a safety reset be performed. The device was unplugged and it operated normally using the internal battery after the safety reset. However, the device triggered a critically low battery warning alarm even though the internal battery was fully charged. Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device was sent to the customer's third party service center for evaluation. The device has not yet been returned to resmed, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touch screen and will not turned off. There was no patient injury reported as a result of this incident.